Event description:
Consultant reported: during a posterior lumbar fusion fix procedure, a piece chipped off the cylindrical tube on the persuader. Nothing broke into the wound, nothing to retrieve. This happened with two different persuaders on the same procedure. The surgeon was able to complete the case with a device from another set. This is 1 of 2 reports for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The rod introduction pliers were returned with the replaceable tube broken at the tip. The manufacturing evaluation revealed during visual inspection the deepest part of the break is where the 7.1mm inner diameter starts the tube outer diameter is out of specification. This could lead to the complaint condition. Since the inner diameter of the tip cannot be measured, the wall thickness cannot be measured. Relevance to the complaint condition cannot be determined. This complaint is indeterminate from a manufacturing standpoint because the missing portion of the product makes physical dimensional verification impossible.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information received on (B)(4) 2011: product development event evaluation reported it is unclear how the instrument was being used at the time of the piece chipping off the tube. This instrument has an appropriate design for its intended use. The functionality of the instrument is such that no lateral forces are required to seat the rod, which could potentially chip the tube. The lateral and vertical reduction are provided via a mechanical reduction requiring only to hold the instrument co-axial with the pedicle screw. From a product development standpoint, this complaint is indeterminate. A CAPA risk assessment was completed for the identified non-conformance. Based on the results of this risk assessment a CAPA will not be initiated. Original awareness date is (B)(4) 2011. Placeholder.